Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a 39 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of 38 was confirmed during device evaluation. The force sensor resistors (fsrs) were found to be out of range. The fsrs were replaced to resolve the problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.